Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is hard to read as there are black horizontal bars across the screen. Customer also indicated that there are hairline cracks around the pump. The customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.